Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp . On (B)(6) 2022 the customer experienced high blood glucose and alleged possible under delivery anomaly and cosmetic damage located at lcd display window. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, broken belt clip rails, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and scratched lcd display window. Insulin pump successfully downloaded using thump and carelink. In further full review no "no delivery alarms" were found in the insulin pump history. Daily total of all insulin delivered was 27.7u on november 03, 2022. Insulin pump's memory was reviewed and no alarms or anomalies were noted. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, insulin pump passed required testing. Customer alleged for possible under delivery anomaly was not confirmed. Cosmetic damage was confirmed at lcd display window. Unable to verify customer's high blood glucose complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose was 288 mg/dl at the time of incident. Customer was treated with manual injection or insulin pen for high blood glucose. Customer stated symptoms related to blood glucose that were vomiting, weakness, fatigue and frequent urination. Customer alleged that the insulin pump was under delivering of insulin pump was due to blood glucose was high. The insulin pump was passed in displacement verification table test and screen was cracked. No harm requiring medical intervention was reported. Customer will discontinue the use of device.